Event description:
Caller reported not seeing drops of insulin at tubing's end during the fill tubing step of load sequence. There was no adverse impact on customer¿s blood glucose level. Reportedly, the issue was addressed by loading new cartridge and successfully resuming insulin delivery.